Event description:
Info rec'd indicates the siderail end tube is broken preventing the siderail from latching.

Manufacturer narrative:
The technician found the siderail end tube shoulder bolt was broken in half. The technician replaced the siderail end tube to repair the stretcher.